Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that while the patient was undergoing a driveline repair on (B)(6) 2022, damage and rescue tape application was noted. This damage was not previously reported. The event date was estimated.

Event description:
Significant damage to the silastic layer and rescue tape covering the majority of the driveline were seen.

Manufacturer narrative:
Section b3: the date of the damage and tape application was requested but not provided. Investigation of the driveline covered in MFR 2916596-2022-12653. Manufacturer's investigation conclusion: damage to the silicone jacket of the driveline (dl) was confirmed through evaluation of the external portion of the driveline under MFR 2916596-2022-12653. Although a specific cause for the damage could not be conclusively determined through this evaluation, it did not appear to have contributed to an electrical issue. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Product testing was conducted under MFR 2916596-2022-12653. There were no electrical issue identified, and the dl functioned as intended. The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Both documents contain sections regarding caring for the driveline and how to respond in the event of driveline damage. No further information was provided. The manufacturer is closing the file on this event.